Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty was performed on a distal left anterior descending artery (lad). A1.5mm x 10mm balloon used to predilate the lesion. A 32 x 2.25 promus premier select stent was deployed at the lad, but the proximal edge of the stent caused a dissection. It was noted that prolongation with inflation of a balloon occurred, requiring another stent to be deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient was reported to be fully recovered and stable following the procedure.